Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported no audio. No consequences or impact to patient were reported.

Event description:
The customer reported no audio. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The device powered on and off using ac power. The unit didn't emit any sound and went into audio speaker fault condition. During internal inspection, the speaker was observed to be damaged. After replacing it the unit was able to obtain measurement with speaker sounding crisp and clear. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.